Event description:
It was reported to the manufacturer that the vns pt experienced syncope that led to cardiac events. The pt was hospitalized for the reported events. The pt's device was temporarily programmed off with the use of a magnet, but it is unk if this resolved the reported events. The relationship between the reported events and vns therapy is unk at this time. It is unk if the pt has a medical history of these events. Good faith attempts to obtain add'l info regarding the reported event are underway.